Manufacturer narrative:
An event of "patient experienced a seizure" was reported. The results of the investigation are inconclusive since the device remains implanted, and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There were no recent changes in the preparation of the in-process solutions used during the valve manufacturing process, including no changes were made in the preparation of the liquid chemical sterilant or the final formaldehyde storage solution, which would rule out the potential for a process change contributing to the observed event. All manufacturing processes and inspection steps were completed per specifications and the final product was approved. The sterilization batch passed all required tests. Per the instructions for use (IFU), the use is to not implant the valve without thoroughly rinsing as directed. Within the sterile field, prepare two sterile basins with a minimum of 500 ml of sterile isotonic saline solution in each basin. Holding the valve by the handle, fully immerse the valve support, the valve, the valve holder, and the portion of the holder handle that was submerged in the valve storage solution, in the sterile isotonic saline solution in the first basin. Continually rinse the valve for ten seconds, using a gentle back and-forth motion. Repeat steps in the second basin. Based on the information received, the cause of the reported incident could not be determined, and is unlikely to be related to any change in the processing of the valve.

Event description:
On (B)(6) 2017, a 21mm epic supra valve was implanted. Post-implant, the patient experienced a seizure. The valve remains implanted.